Event description:
According to an abstract reported to the american association of clinical endocrinologists, (B) (6) 2010 by ankur gupta, md and marina m. Charitou, md and titled, "major discrepancy in fingerstick capillary glucose readings in a patient with finger edema", a patient with mild edema on her fingers had several instances of discrepant back to back results during her hospital stay. The abstract reports that the first set of results were 46 mg/dl and 231 mg/dl obtained on an unknown accu-chek meter at 10:17 pm. The abstract also reports that the patient was found to be unresponsive at 1:45 am with an initial glucose result of 426 mg/dl. The patient's repeat glucose readings within several minutes of each other were 24 mg/dl, 204 mg/dl, and 204 mg/dl. These were all obtained on an unknown accu-check meter. "The patient was not assumed to be hypoglycemic and all measures were taken to resuscitate the patient, but the patient remained unresponsive." The abstract reports that "a venous blood glucose drawn at that time was found to be 19 mg/dl. The patient was given 3 ampules of 50% dextrose and her mental status returned to her baseline." The authors suggest that the finger edema was "the primary reason for falsely elevated [finger stick] values. The likely explanation is that due to edema, the capillary blood was diluted with tissue fluid which lowered the hematocrit resulting in falsely elevated" finger stick glucose reading.

Manufacturer narrative:
Patient's death event form was updated. The patient's death on (B) (6) 2009 was described as a "sudden cardiac death." The event was graded as unrelated to both the implanted precise stent and the index procedure. The patient's previously reported death is no longer reportable as the event was not related to the patient's implanted precise stent.

Manufacturer narrative:
This (B) (4) study patient underwent carotid artery stent implantation and approximately seven months post procedure died of unknown reasons. This was a (B) (6) female with medical history including clinical copd, cardiac arrhythmia, congestive heart failure, previous CABG, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, previous coronary percutaneous revascularization and hypertension. The target lesion was the left internal carotid artery described as moderately calcified. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The lesion was predilated. One precise stent was successfully implanted in the target lesion. The patient left the angio suite neurologically intact. The patient¿s post procedure anti-platelet regimen consisted of clopidogrel and aspirin. Approximately seven months post procedure the patient died. During the 12 month follow-up, it was discovered that the patient had died. No information regarding the patient's cause of death had been obtained to date. A DHR review was requested to nitinol devices & components (ndc), for death code. Part number: 23543 and stent lot number 115015, 115017, 115014, 115012; and the results indicate that the stent shipped meets specified release requirements. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. No corrective action is required at this time. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.

Event description:
It was reported that during a da vinci si hysterectomy procedure the tip of the monopolar curved scissors instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
Approximately seven months post procedure, the pt died. During the 12 month follow-up, it was discovered that the pt had died. No information regarding the pt's cause of death have been obtained by the site.